Event description:
The tfl laser footswitch- wireless was returned as part of the asset return process. During routine inspection of the device by olympus, the foot switch was unable to pair with laser device. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. A test tfl-pls laser system was used to test the customer's foot switch. A "139 pairing timeout" message kept occurring when attempting to pair the foot switch and the tfl-psm laser system. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h4/h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the device has been damaged and as a result the connection is limited/intermittent. Olympus will continue to monitor field performance for this device.